Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: initial leakage and electrical safety tests were performed. During incoming inspection tests a leakage was found at the a-rubber and distal end. Additionally, it was observed foreign material adhered on the forceps elevator. Furthermore, the following findings during device evaluation were noted : the distal end is shaved. (Scope cover) sc-cover , light guide (lg) cover glass , scope body, scope connector, universal cord , grip were noted scratched. Ks mouthpiece deformed. Aw (air/water) and suction cylinder discolored. S-cover cracked. El connector discolored. L-arm corroded. Light guide lens cracked. Ud (up/down ) knob damaged. Service repair noted the reported fault is likely a result of mishandling the device. Major repair is required to return the device to OEM (original equipment manufacturer) standards. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer returned the device for annual inspection and repair with reported issue of" break angle does not direct the accessory." According to the reporter, during an endoscopic retrograde cholangiopancreatography (ercp) procedure, that it was not possible to direct the accessory and the device was replaced with 10 minutes delay however not clinically relevant . There was no patient harm, no user injury reported due to the event. Device evaluation found forceps elevator has foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of the reported events are unable to be determined. However, the cause of the event is likely due to physical stress, device handling and insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states infection risk caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility reported the break angle did not direct the accessory during an endoscopic retrograde cholangiopancreatography (ercp) procedure with the evis exera ii duodenovideoscope and sent the device to the olympus service center. The procedure was delayed ten (10) minutes to allow the physician to replace the device. Upon inspection and testing of the returned device, it was observed having a crack on plastic distal end cover and foreign material found on the forceps elevator. This report is being submitted for the event found during evaluation. There was no patient harm, no user injury reported due to the event.